Manufacturer narrative:
The device passed selftest and displacement test. Pump error 63 alarm confirmed in the pump history due to broken traces on keypad assembly. No traces of moisture noted at electronic assemblies or motor assemblies per visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture. The customer¿s blood glucose was 256 mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid from a reservoir leak. However after drying the compartment the pump alarm pump error like self test failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.